Event description:
Patient's account: "back on (B)(6) ( (B)(6)to be exact) I was a model for the clinic. The next day and that night I had a horrible reaction and I reached out to them later on, I received a phone call from a person in clinic who had me go to a walk-in clinic because they think it was just allergies, which it wasn't). I had to pay for a visit to that clinic, who prescribed me the benadryl and prednisone that didn't really help). After going back and forth, and a review on bbb, the clinic had me reach out to someone that would dissolve the fillers. On the day before I came down with covid-like symptoms so I canceled my appointment, doing the right thing. When I'd attempted to reschedule and said covid, a woman there freaked out. The clinic would not make a new appointment, using the reason for possible covid which was negative. I was told that if I took down my bbb review perhaps she could find another doctor, which she did. However, that doctor is 3 hours away. Last month I saw a doctor, who supposedly dissolved the fillers but it did not work. I've tried reaching out to the clinic but she has not responded. I asked what was used on my face and that's when they told me it was revanesse). This has been a nightmare and I'm hoping you can help me. I look like there are rocks in my face. Again, had I known I never would have agreed. Whatever that "dr" used did not dissolve the fillers. I had no idea they were students for I was told they were medical professionals." Clinic's account: "on the evening on (B)(6), patient emailed office to let us know that she was experiencing hard lumps and was running a fever. She had mentioned she was in excruciating pain- inside and out. Office saw the e-mail, and called the patient. Put her in contact with an on-call provider, who suggested she go to urgent care in the event of an allergic reaction. She went and was treated at urgent care facility. A couple of weeks later patient was worried about unevenness. Sent to an md in the area, who saw very minimal lumps."